Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported an issue with the infusion pump. It stated that a cassette change had been performed several hours earlier. However, the pump displayed a ¿reservoir volume low¿ message indicating approximately two hours remaining, despite the spouse stating that there was still sufficient volume in the reservoir. The spouse did not recall whether the reservoir volume had been reset during the cassette change. The pharmacist informed the spouse that a low reservoir volume message typically indicates that a new cassette needs to be changed. Due to uncertainty regarding the reservoir volume setup, the spouse was advised to redo the cassette change to ensure accuracy. There was a patient involvement but no harm.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.